Event description:
It was reported that this pacemaker reverted into safety mode while the patient was in the clinic. Technical services (ts) reviewed this device and confirmed the device entered safety mode. The representative reviewed safety mode parameters, battery status, and recommended the health care professional (hcp) to replace the device. Due to the patient age, the replacement was refused and not expected to be performed. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker reverted into safety mode while the patient was in the clinic. Technical services (ts) reviewed this device and confirmed the device entered safety mode. The representative reviewed safety mode parameters, battery status, and recommended the health care professional (hcp) to replace the device. Due to the patient age, the replacement was refused and not expected to be performed. No adverse patient effects were reported. This pacemaker remains in service.